Event description:
The customer reported the system would not display an image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the power control board and determined the camera needed to be replaced. No conclusion can be drawn as further repair info is unavailable.